Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a watchdog timeout alarm on the insulin pump. Customer had the alarm a month ago but it resolved itself. Customer's blood glucose was 10.8 mmol/l. Customer stated that they inserted a new battery and it did not recover. Customer was advised to revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump was received with a frozen display. The electronic stack was disassembled and reassembled and no frozen screen was noted after. The problem was isolated to the electronic stack. No watchdog timeout alarm was noted during testing. The pump was received with a cracked reservoir tube lip.